Manufacturer narrative:
(B)(4). A short simulated therapy was performed successfully using the homechoice (hc) device. The reported high drain alarm was confirmed in the event history log review, but was not duplicated during sample analysis. Upon conclusion of the evaluation, no failures or malfunctions were identified that could have caused or contributed to the reported event. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 102 alarm occurred on a homechoice (hc) during set-up. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis until the new hc arrived. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation against the reported condition. An external/internal inspection was performed and no abnormalities were noted. The device passed the homechoice return instrument test/evaluation (rite) functional testing and the homechoice rite electrical safety analyzer testing. A pressure test was performed, revealing the pressure levels to be at the appropriate and specified levels. The device was determined to meet functional and electrical performance specification requirements. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.